Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that smart remote manager has failed. A field service engineer determined that the latch was positioned low, resulting in the hasp scraping and causing a malfunction. He proceeded to open the side plate and made the necessary adjustments to ensure that the hasp was properly centered. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system smart remote manager has failed and was unable to recover, even after several attempts to reboot. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.